Event description:
Reporter stated that pt was admitted to hospital (ICU) in 2004 (and has been in and out of hospital for past three months). Pt received an insulin drip as treatment for high blood glucose (507 mg/dl).